Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: 6f jr3.5sh / al 0.75 sh. The tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though his device is not commercially available for sale in the united states, it is similar to a device currently marketed for sale in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat lesions located in the proximal and distal right coronary artery (rca), both with moderate calcification that were 90% and 75% stenosed, respectively. The 2.25 x 15 mm tenku rx balloon dilatation catheter was being used for pre-dilatation of the proximal lesion. Resistance was felt during advancement through the anatomy; however, it was able to cross. The balloon ruptured during the first inflation at 6 atmospheres/10 seconds. The procedure was completed successfully with the implant of non-abbott stents without further issues. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.